Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon placed the specimen in the pouch and attempted to pull the pouch out through the umbilical incision. The pouch tore and the specimen fell into the cavity. Another device was opened to completed procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.